Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade measuring approximately 0.488" from the base: the broken piece was returned for evaluation. No missing piece noted. The system will display an error message and will seize to work accordingly once it detects any blade damage. The complaint was confirmed by failure analysis, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the user observed that the harmonic ace instrument exhibited recognition issue. Instrument was removed and inspection identified a damaged tip and the damaged part fell during inspection (outside of the patient's body). The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.